Event description:
It was reported by consumer that she was using a 7827 quad cane, that was new to her and she fell and broke the cane. She does not remember when she fell. She stated she did not get medical attention. The consumer stated the provider will not replace the cane stating it was user abuse. (B)(6) 2014 was when the device was sold. (B)(6) 2015 was when the damage was reported. (B)(6) 2015 was when the end user finally brought the device in to be looked at.